Manufacturer narrative:
(B)(4). Therapy date: the event occurred sometime between (B)(6) 2017. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The home patient observed leakages from three 5l effluent drain bags during use. The bags were reported to have disconnected from the tubing and leaked onto the floor. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Based on additional information collected, the leakage was observed when draining the bags. The nurse stated they set the bags on the floor and the drain from the bag came out. Clarification was received that the nurse observed the event, not the patient as previously reported. There was no patient involvement. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.